Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected start error test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted during bolus basal delivery. The pump was unable to prime during prime test due to faulty force sensor resistor. The pump was unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The motor was tested outside of the unit and passed. The pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had motor error alarm. The customer's blood glucose level was 391mg/dl. The customer states the pump was exposed to airport scanner. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.